Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was monitored and no blank display was noted. The insulin pump was received with normal operating currents. The insulin pump had a cracked display window, a cracked case near the display window corner and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump display screen was blank and the device was alarming. During troubleshooting, customer was asked if the device showed physical damage and customer stated there are several scratches. Customer also stated device had been dropped several times. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 109 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).